Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's observation was not replicated in-house with retention products. Retention devices were tested with in-house clinical hcg negative urine samples as well as low hcg urine standards. All hcg results were negative at read time and met qc specifications. No false positive results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Because return products or specimen were not available, further investigation could not be pursued. The root cause could not be determined based on the information provided.

Event description:
It was reported that on (B)(6) 2017 a (B)(6) old female presented to the ER after having fainted due to lightheadedness. At 13:14, the patient's urine sample was tested on the sure-vue hcg test and the result was positive. At 14:09, the urine test was repeated and the result was positive. Because of the positive results, an ultrasound was ordered which came back negative. At 14:32, a serum quant was performed on the vitros lab analyzer and result was <2.4miu/ml. A third urine test was later performed using a fresh urine specimen on a different lot number and the result was negative. Troubleshooting occurred with the discussion about the unexpected results, proper sampling techniques, storage conditions per pi. Discussed the importance of reading results at 3-4 min per the pi; results should not be interpreted after the read time. Tss also discussed importance of only testing clear urine specimens free from particulates.